Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited gradually increasing pacing impedances. The impedance measurements were never out of range. Boston scientific technical services (ts) discussed the observation and it was suspected that a calcium deposit may have formed at the electrode tip. A revision procedure was performed and this rv lead was surgically abandoned and replaced. During the revision, the high impedances were observed via a pacing system analyzer. No additional adverse patient effects were reported.